Manufacturer narrative:
Additional information provided by the hospital medical records indicated that approximately 16 days prior to the explant procedure, tte showed trivial aortic valve regurgitation with a peak gradient of 69mmhg, mean gradient of 37mmhg and a dimensionless valve index of 0.35. The intraoperative tee showed moderate aortic valve stenosis, a well seated valve and no regurgitation. The explanted valve was sent to pathology for examination. The valve was received with no pannus formation, no calcifications, no vegetations or tears. Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patient-prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. This is a frequent problem in patients undergoing aortic or mitral valve replacement and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. In this case, the exact cause of the increased gradients cannot be confirmed. It is possible that the transcatheter valve was unable to be fully expanded contributing to the increase gradients, as a pre-existing surgical valve was in place and the pathology report confirmed no pannus, no calcification and no vegetation was present on the transcatheter valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, approximately 10 months post tavr procedure in the aortic valve, the patient's 23mm sapien xt valve was explanted and replaced with a 25mm edwards surgical valve. Additional information provided by the hospital medical records indicated that the patient underwent both mitral and aortic valve replacement. The patient had severe symptomatic mitral valve regurgitation and although the aortic valve appeared to be well functioning, the patient had a high gradient across the aortic valve. The mitral valve was replaced with a biocor prosthesis and the aortic valve with a carpentier-edwards pericardial valve.